Event description:
Five days after treatment to the upper and lower lips with cosmoplast, the pt reported to the physician a red, painful scab at the right lower lip area, extending downward toward her chin. The physician prescribed topical nitropaste and oral aspirin 325 mg daily. The symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on 05/15/2008.